Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was not confirmed, further defects were detected. In total the following defects were detected: blade damaged. Adhesive joints on camera head worn. Housing worn. Cover worn. Cover discoloured. Software version is up to date. Leak between plug and cover. As already mentioned, the device passed the quality test at the time of delivery. Based on the technical inspection, the fault described by the customer could not be found! Improper handling during refurbishment damaged the adhesive on the camera head, allowing moisture to penetrate the interior and presumably affecting the electronics, which may have led to a short-term failure of the led. Furthermore, damage to the blade is visible and there are signs of wear on the cover and housing, which indicates improper use of the product. The cause of the defect is therefore improper use of the product. The investigations carried out above did not reveal any causes related to the labelling, the device or its history. All production-related quality checks were passed, and no deviations were found in the manufacturing records for the devices. The labelling contained appropriate instructions and warnings. No systematic error was found. Should new or additional relevant information become available, we will continue the investigation accordingly. Should new or additional relevant information become available, we will continue the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "light is dim". No negative impact in state of health reported. (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).